Event description:
It was reported that the device's ECG cable is defective. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Updated evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid contact office updated.